Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they were unable to recharge their implant. Pt said that they have an upcoming MRI and needed to know MRI eligibility. Pt said that they had not used their therapy in a number of years. Pt said that they are now in need of their therapy, because they have some back pain. The patient was redirected to their healthcare provider to further address the issue and possible overdischarge. The patient reported that they having a battery replacement on 2021-jul-26 to resolve the issue.